Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. Continued h.6. Investigation code: b15, b18, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of urinary tract infection, deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Patient, who is a healthcare professional, reported being injected in the jawline with 2 ml of juvéderm® volux¿ xc. Two months later, the patient experienced a non-device related ¿urinary tract infection (uti)¿ and was treated that day with macrobid. Two days later, the patient awoke to find the injection sites were ¿swollen¿ and was treated with ibuprofen and an antihistamine that same day. The patient was concomitantly taking semaglutide. The event is ongoing.

Event description:
Patient, who is a healthcare professional, reported being injected in the jawline with 2 ml of juvéderm® volux¿ xc. Two months later, the patient experienced a non-device related ¿urinary tract infection (uti)¿ and was treated that day with macrobid. Two days later, the patient awoke to find the injection sites were ¿swollen¿ and was treated with ibuprofen and an antihistamine that same day. The patient was concomitantly taking semaglutide. The event is ongoing.